Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a use error that occurred coincident with pd therapy. The use error was further described as the patient¿s minicap fell off of her transfer set while the patient was moving a mattress. The patient immediately reconnected the minicap (reuse of single use supplies) and subsequently acquired peritonitis. On an unreported date in the same month as occurrence, the patient was hospitalized for the peritonitis. Treatment was not reported. On an unreported date in the following month, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved and the patient was recovered. On an unknown date (same year as this report), dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis (hd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured 11/7/13-11/14/13. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in (B)(6) 2014. The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.